Event description:
It was reported the patient presented to the emergency room with syncope. Interrogation of the device was difficult; the clinician was able to initiate telemetry, but was unable to proceed with the interrogation. Eventually, the programmer indicated the device had experienced a power-on-reset. The clinician attempted to reset the device, but was not able to. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the patient presented to the emergency room with syncope. Interrogation of the device was difficult; the clinician was able to initiate telemetry, but was unable to proceed with the interrogation. Eventually, the programmer indicated the device had experienced a power-on-reset. The clinician attempted to reset the device but was not able to. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) testing found interrogation with the device was not possible. This condition and the reported power on reset were related to the hybrid. The anomalous hybrid condition disappeared during further analysis. The root cause could not be determined.